Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation (afib)procedure, it was reported the carto had magnetic interference errors and the metal values for the ablation catheter and patch one was as high as 23. The ablation cable, catheter, and dongle were replaced but it did not resolve the issue. The issue resolved itself as metal values were normalized to between 2-3 on the mapping catheter and patch one. The case was over so further troubleshooting could not occur. Upon receipt of the lasso catheter it was observed the lasso catheter ring #1 was folded over. Due to this catheter condition, this is now a MDR reportable event.